Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor did not have a signal. Upon removal, the customer reported noticing that the sensor did not have an electrode. Blood glucose level at the time of the incident was not provided. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor cannula was bent and retracted inside of the sensor, unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used. Unable to confirm the needle anomaly due to the customer did not return the needle only the sensor.